Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number:1627487-2023-01546. It was reported that after experiencing multiple falls, the patient experienced ineffective therapy due to migration of both leads. As a result, surgical intervention was undertaken on (B)(6) 2023 where in the entire system was explanted and replaced to address the issue.